Manufacturer narrative:
The customer's complaint of "suspecting a quattro catheter (lot #185585) balloon leak" was confirmed during the functional testing. During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial 2 balloon. The probable root cause could be a latent defect in the bond. The returned catheter was visually inspected, and blood residues were noticed in the balloons and luer tubings. In addition, unrelated to the reported complaint, the catheter shaft was kinked at 11 inches from the catheter tip. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device during the functional pressure leak test. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the proximal end of the medial 2 balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and no previous complaint history was reported for quattro catheter with lot #185585.

Event description:
An ivtm therapy was initiated to induce hypothermia for a post-cardiac arrest male patient using a quattro catheter (lot #185585). The customer noted an empty 500 ml saline bag during the therapy and suspected a catheter balloon leak. The thermogard xp ivtm system generated an "air trap warning" alarm as intended during the issue. The dwell time of the catheter was 10 hours. There were no traces of leaked saline on the thermogard system, patient bed, or floor. The customer replaced the catheter to continue the therapy using the same thermogard system. No patient injury was reported.